Event description:
The account reported the bed is missing the hand pendant and the communication cable causing the bed not to be able to communicate with nurse call systems. There was no patient/injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found that the account did not install a side com communication cable from the bed to the nurse call wall connector. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the hand pendant and the side com communication cable to resolve the issue. Based on this information, no further action is required.